Manufacturer narrative:
Update to d9: device returned. Update to h3: device evaluated. Update to h6: type of investigation.

Manufacturer narrative:
According to the customer, on (B)(6) 2025 the needle broke inside the patient while attempting to administer "local anesthesia" prior to an epidural placement. The customer reported due the reported incident the patient delivered her baby without the epidural while laying "on her side because she couldn't lay on her back". The customer reported after the delivery, the patient had a "lumbar exploration with removal of foreign body" requiring anesthesia. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2025 the needle broke inside the patient while attempting to administer "local anesthesia" prior to an epidural placement.